Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg (B)(6) 2006. It was reported that the pt began having problems charging the ipg approximately (B)(6) after the implant. The pt allegedly could no longer charge and the ipg eventually depleted. It was reported that the pt has not used the system in approximately (B)(6). Follow up with the pt's new physician reported that the ipg was no longer able to communicate. The physician plans to explant and replace the ipg; however, the surgery date is currently undetermined. No further info is available at this time.